Event description:
The target lesion was the distal posterior descending. The vessel was an isr of a bms, concentric, diffused, slightly calcified, but not tortuos. The diameter of the vessel was around 2.9mm and the lesion length was 41.0mm. Aha/acc classification of the vessel was a type c. There was 90% stenosis. The procedure was an elective case. Femoral approach was chosen for the procedure. Pre-dilation was conducted with a balloon (2.0/15mm) at 16atm. Inflation time is unknown. The 1st cypher stent (2.5/23mm) was implanted at 12atm for 16-30 seconds. The 2nd cypher stent (3.0/18mm) was implanted at 18atm for 16-30 seconds at the proximal end of the implanted cypher stent. They were not overlapping and there was a gap. Post dilation was not conducted. Ivus was conducted. The residual % stenosis was 34%. Timi flow before and after the procedure was 3. Three months following the index procedure, a follow up was conducted and the patient did not complain of any symptoms. Seven months following the index procedure, a coronary angiogram was conducted and focal restenosis was observed in the mid section of the distally implanted cypher stent (2.5/23mm). There was 88% stenosis. The patient did not complain of any chest pain. There was no treatment at that time because 1. The patient had no chest pain 2. Restenosis has repeatedly occurred on this patient and 3. The restenosis was at the distal end. Ten months following the index procedure. The patient complained of chest pain. Ischemia was observed while an exercise stress imaging was conducted. Pci was scheduled to be conducted. Eleven months following the index procedure, a pci was conducted. To treat the restenosis, debulking was conducted. And then, poba was conducted with a balloon (2.5/15mm) at 22atm for 90 seconds. The residual % of stenosis was 24%. The patient was in stable condition.